Manufacturer narrative:
Garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflexstent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi:10.1177/1538574419875551. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are smart flex stent but the catalog and lot numbers are not available. As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551; one patient experienced late stent occlusion 12 months after placement of a smartflex self-expanding stent delivery system (ses). The patient originally came with critical lower leg ischemia and intermittent claudication. The patient was treated with percutaneous transluminal angioplasty (pta) and multiple stent deployment (smartflex 6mm x100mm and smartflex 6mm x 200mm) at the superficial femoral artery (sfa) and popliteal artery gaining final patency of a single below the knee tibial vessel. The product remains implanted in the patient; therefore, it was not available to be returned for analysis. Additionally, as the sterile lot number was not available, a product history record review could not be performed. The reported ¿in-stent peripheral artery restenosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. In-stent restenosis (isr), which is commonly associated with the progression of peripheral vascular disease (pvd), is a well-known potential adverse event following stent implantation and does not represent a device failure. Progression of atherosclerosis is an expected outcome of the disease process if not treated appropriately. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Therefore, vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well-known documented potential complications of this type of procedure and are listed in the IFU as such. Prolonged ischemia due to the stent occlusion, causes a decrease in limb perfusion which can cause ischemia and intermittent claudication. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. According to the information for user (IFU), which is not intended as a mitigation, ¿potential hazards and side effects include, but are not limited to: abrupt stent closure, allergic reaction to nitinol, angina/coronary ischemia, aneurysm or pseudoaneurysm in vessel or vessel access site, arrhythmia, atheroembolization (blue toe syndrome), av fistula formation, death, embolization (air, plaque, thrombus, device or other), fever, hematoma/hemorrhage, hypotension/hypertension, infection and/or pain at the access site, infection secondary to contamination of the stent may lead to sepsis and hemodynamic instability, intimal injury/dissection, ischemia requiring intervention (bypass or amputation of toe, foot or leg), limb loss, myocardial infarction (mi), overstretching the artery may result in rupture, renal insufficiency or failure, restenosis of the stented segment, septicemia/bacteremia, stent malapposition/migration, stent structure fracture, stroke, thrombosis/thrombus, tissue necrosis, vasospasm, vessel perforation or rupture, worsened claudication/rest pain¿. Without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. However, as there is no indication that the event was related to a design or manufacturing issue; no corrective or preventative actions will be taken at this time. This case is related to four other events. The report reference number for the other four complaints are 1016427-2019-03500, 1016427-2019-03516, 1016427-2019-03518, 1016427-2019-03525.

Event description:
As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551; one patient experienced late stent occlusion 12 months after placement of a smartflex self-expanding stent delivery system (ses). The patient originally came with critical lower leg ischemia and intermittent claudication and was treated with percutaneous transluminal angioplasty (pta) and multiple stent deployment (smartflex 6 x100 and smartflex 6 x 200) at the superficial femoral artery (sfa) and popliteal artery gaining final patency of a single below the knee tibial vessel.